Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 50/44 code j on the right side on (B)(6) 2006. The patient was revised on (B)(6) 2015 due to pain.

Manufacturer narrative:
Wear measurements of the articulation surfaces of the metasul ldh head and the durom cup were carried out. The measured diameter is still within the manufacturing tolerances. According to the received information the implants were revised after 9 years in vivo due to pain. Polished areas which might indicate loosening could not be found. The appearance of the articulation surfaces did not point to abnormal wear. For the head the wear value seems to be normal and on the cup a clear wear zone could not he identified. For the latter the measured diameter is within the manufacturing tolerances. Signs of corrosion could be found on the head taper and on the outer surface of the head adapter. Areas with, most probably, organic deposits showing a specific pattern were detected on the head taper and on the corresponding outer surface of the head adapter. Why and when it came to such deposits and whether this had an influence on the above described phenomena remains unknown. On the inner surface of the adapter surface changes due to fretting corrosion can be seen. The reason for this is unknown. Based on the retrieval investigation the reason for the patient's pain cannot be explained. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed.

Event description:
Additional information was received on july 22, 2015. The devices were returned and the result of the investigation has been made available. Review of incoming information: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, durom acetabular component presented nicks, scratches and damage of one equatorial fin from the revision surgery, a piece approximately 10x8 mm in size is chipped off, remains of bone attachments, fine scratches on the articulation surface, organic deposits. Metasul ldh large diameter head presented coarse scratches and nicks from the revision surgery, organic deposits and several whitish spots, fine scratches in the loaded area. Metasul ldh head adapter presented signs of corrosion, organic deposits, surface changes due to fretting corrosion on the inner surface.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer's reference number of this file is (B)(4).